Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive. The reporter noted a knick in the ok keypad button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:the keypad cover was returned peeling at the ok keypad button. During testing, the up arrow keypad button was unresponsive; all other buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts.